Event description:
(B)(6) office reported, that the patient had a vyalev pump malfunction and is now in the hospital due to dopamine withdrawal symptoms. She would like a new pump sent out to the patient. Verified pump and dose settings as follows: administer the contents of 2 vials under the skin for up to 24 hours each day. Loading dose: 1.4ml, continuous dose: 0.5ml/hr (0.4-0.55ml/hr), extra dose: 0.2ml load dose lockout = 6 hrs / xtra dose lockout =1 hr. (B)(6) did not know what happened to the pump other than it malfunctioned. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. Hospitalization dates and length of stay are unknown. No further information provided. Indication; parkinson's disease without dyskinesia, with fluctuations.